Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 2 similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(6) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during acl reconstruction the surgeon could not screw the device in the middle of a bone hole and found it broken in the bone hole although he inserted it as usual. The device was discarded at the hospital. After removing the broken piece, the surgeon successfully fixed a backup device. It was also reported that no broken piece was left in the patient¿s body. There was no surgical delay or harm to the patient. Additional information was received via email from the affiliate on (B)(6) 2016. The original bone hole was used after removing the broken piece. There is no information if the patient had hard bone. There is no information if the insertion was off axis.